Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system onsite and identified that the geometry movement was partially available and is restarting. The review of the log file showed that the geo pc did not boot up intime. Rse replaced kit ethernet switch r/m/k and 24v power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movement was partially available and is restarting. The system was in clinical use. There was no reported patient or user harm. A philips remote service engineer (rse) reviewed the system log files and identified that the geometry pc did not boot up in time. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.